Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault, glares/haloes, and pigment dispersion. Addition of new pi, surgical pi performed. Lens was repositioned and problem was resolved. The cause of the event was reported as device," incorrect iol size."

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - health effect clinical code: 4581 - pigment dispersion. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens and iris pigment dispersion are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).